Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain"

Event description:
It was reported that the patient had an initial right knee procedure on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to femoral pain. The femoral component was removed and replaced.